Event description:
The facility reports a split in the blood tubing line between the venous chamber and the pt connector at the beginning of treatment. The healthcare professional was not able to return pt's blood. MDR is being filed for estimated blood loss of 100cc.